Event description:
Pt utilizing a medtronic minimed infusion pump and a corresponding mmt359s6 catheter set. According to pt's family member the needle on the set crimped causing the pt to go into dka which required immediate hospitalization. The medtronic paradigm mmt712 infusion pump never alarmed under this condition. The pt was hospitalized at 1:00 pm for 2 days. Pt was later released. It should be noted that medtronic apparently removed the mmt359s6 infusion set from the market due to problems. For sometime, it was the only set available to suppliers. The MFR was notified of the incident. The MFR states that letters were sent out to distributors regarding problem with the mmt359s6 set, however, reporter's location never received any sort of notification from medtronic.